Event description:
Provider alleged the manifold valve is defective. Per independent repair center statement, the unit was low o2 or yellow light. The key failure was manifold valve was leaking. Additional malfunctions were caster on base is missing, tie strap on sieve beds is defective, valve/manifold is defective, clamp on manifold assembly is defective, ty wrap on manifold assembly is defective, pc board on control panel is defective, tie strap on product tank is defective and heat exchanger is defective.